Manufacturer narrative:
Due to the intraoperative issue with the screws, the devices were not implanted or explanted. Product investigation summary: one (1) schanz screw and two (2) fract-clamps were received for investigation. The investigation of the complained schanz screw shows that the coupling shaft is out of specifications. One (1) cycle during the manufacturing process was not carried out as intended. At this time, production improvements have been implemented. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(6). (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. There were no nonconformances generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that sometime in (B)(6) 2015, during an initial spinal fracture fixation procedure, the clamp became stuck in the upper part of the screw and was not passing. Due to this incident the surgery was delayed 60 minutes. The surgery was completed successfully, the surgeon was able to explant the screws and implant new screws. The patient is stable. This report is 1 of 3 for (B)(4).